Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in its entirety due to character limitations in respective field). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source showed error b30 (scope communication error). The issue occurred during preparation for use for a non-specified diagnostic procedure when powering on. The procedure was not completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Correction to b5 correction to d10 (added concomitant device) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported issue was not confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of the initial report: it was reported the xenon light source showed error b30 (scope communication error). The issue occurred when the power was turned on during pre-inspection. The error occurred before the test, so the procedure was not performed. The patient was inconvenienced. There were no reports of patient harm.